Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called experiencing no channel ID on modules attached on left and right sides of 8015: customer inquired if this is a software issue. Informed the customer it could be a software issue, but is most likely a hardware\ power issue. Verified customer using alaris batteries. Recommended customer send in for repair. Verified 8015 was not covered under repair warranty. Customer will call back with po to send in for repair. Ended call.